Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle was clogged/blocked. The following information was provided by the initial reporter translated from spanish to english: "doctor's complaint (20 ml syringe and hypodermic needle)." "Can you help me with an issue in the puebla unit where the doctors are reporting to the nursing management the 20ml syringes and hypodermic syringes of the bd brand, which are presenting clogging causing spillage of liquids due to this we need a prompt solution. The lot of the syringes is: 3138142 with expiry date 30/04/2028 of which we have received the most complaints." "We no longer have product from this batch in stock since the complaint arrived late, in the case of the needles they did not specify the batch."